Event description:
The patient was taken to electrophysiology lab for an epicardial ablation where he experienced a ventricular perforation when attempting epicardial axis with 300 ml of blood drainage into the pericardial sac. Perforation and tamponade occurred during the ablation procedure using the ez steer thermocool nav f-j. A pericardial drain was placed; tamponade and bleeding was stabilized, so the physicians were able to proceed with the ablation as planned. The patient recovered in the ccu where his hematocrit was stable. The drain was pulled when bedside transthoracic echocardiogram (tte) showed a small pericardial effusion with no reaccumulation. The patient was successfully treated and eventually discharged.====================== health professional's impression======================unexpected perforation; this event was described by the interventionalist as a "steam pop" resulting in perforation.